Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was successfully implanted in a patient. It was noted (B)(6) 2022, during a transesophageal echocardiogram follow up scan that the occluder had embolized. A computed tomography scan confirmed that the 22mm amplatzer amulet occluder had embolized into the patient's abdominal aorta. On (B)(6) 2022, the decision was made to attempt a percutaneous removal of the occluder, but was unsuccessful. The patient was then sent for surgery to have the occluder explanted. The patient was stable at the time of report.

Event description:
Subsequent to the previously filed report, additional information was received: the 22mm amplatzer amulet occluder was sized using transesophageal echocardiogram measurements. There were no reported patient clinical signs or symptoms associated with the embolization. It was noted that there had been difficulty aligning the occluder with the patient's left atrial appendage. The direct cause of the embolization of the occluder is believed to have been from a sizing issue, but there is no allegation of malfunction of the 22mm amplatzer amulet occluder or procedure.

Manufacturer narrative:
An event of device embolization into the patient's abdominal aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no allegation of malfunction of the amplatzer amulet occluder or procedure.b3: date of event corrected d6: date of implantation corrected h6: device code 4580 removed.